Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure mode could be low latex viscosity causing thin sac and poor/baggy shape. A DHR review is not required as the lot number is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter has been leaking. Customer wanted to know if they should pre-test their foley balloons. Bd representative suggested that it is not contraindicated, but also unnecessary to pre-test the foley balloon as this was done in the qa process. Representative also explained customer to collect leaking foleys and gather lot numbers and background info which will be necessary to report for the fa investigation.